Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported that emergency medical services were called to her work because she had a low blood glucose of 33 mg/dl, which she stated was due to eating only a sandwich and crackers before going to work. The customer stated that her assistant managers noticed she was walking funny like she was drunk, not talking right, and her hands were going up and down. The low blood glucose was treated with food and drink. Troubleshooting was performed with the insulin pump. The displacement test was performed and passed. No anomalies were discovered during troubleshooting. The customer was advised to monitor the insulin pump for any issues. Nothing further was reported.